Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix lancing device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.